Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a system controller was exchanged due to broken bend reliefs. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged bend reliefs was not confirmed. There was no log file submitted for review. The provided information indicated that the controller was exchanged due to the broken bend reliefs before it could affect device function. There were no pictures or additional documents provided. The system controller, serial (B)(6), was not returned for analysis. The root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears. No further information was provided. The manufacturer is closing the file on this event.